Manufacturer narrative:
The na electrode and k electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested on a cobas 8000 ise module. Results for the following parameters were affected: na electrode, k electrode. Controls run the previous evening were within range. Controls were later found to be unacceptable and the patient samples were repeated. No units of measure were provided. The first patient sample initially resulted in a na value of 163 and it repeated as 140. The first sample initially resulted in a k value of 5.0 and it repeated as 4.38. No questionable results were reported outside of the laboratory for this sample. The second sample initially resulted in a na value of 148 and it repeated as 137. The third sample initially resulted in a na value of 134 and it repeated as 124.4. The fourth sample initially resulted in a na value of 146 and it repeated as 140.6.

Manufacturer narrative:
The field service engineer observed many bubbles in the ise syringes. The engineer checked the connections and degasser tubing; the degasser tube was not blocked. The flow path was decontaminated and primed. The issue improved. Ise checks were performed with no problems. Calibration and controls were run. No further issues occurred. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.